Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the fragment of metal coiling in the right cornu is consistent with portion of"), abdominal pain lower ("cramping") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, anemia, hypertriglyceridemia, helicobacter pylori gastritis, adenoma liver, wisdom teeth removal, breast biopsy, breast lump removal, cholecystectomy, tubal ligation, cesarean section, hepatic amoebiasis and adenoma liver. Previously administered products included for birth control: nuva ring from 2010 to (B)(6)2011, ortho tri-cyclen from 2009 to 2010, yaz in 2009, microgestin and loestrin fe; for an unreported indication: kenalog from (B)(6)2012 to (B)(6)2012. Past adverse reactions to the above products included genital haemorrhage with loestrin fe, ortho tri-cyclen and yaz; and pregnancy with nuva ring. Concurrent conditions included overweight, asthma since 2011, hypothyroidism since 2011, irritable bowel syndrome, depression, anxiety, abdominal pain and ovarian cyst. Concomitant products included duloxetine hydrochloride (duloxetin +pharma) from 2014 to 2015, hyoscyamine sulfate from 2014 to 2015, oxycodone from 2011 to 2018 and pantoprazole from 2014 to 2016. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"), 3 months 16 days after insertion of essure. In (B)(6)2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: hypersensitivity to nickel"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with celecoxib (celexa), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), levothyroxine sodium (synthroid), loperamide hydrochloride (imodium), lorazepam, piroxicam (paxil), salbutamol and surgery (hysterectomy and bilateral salpingectomy unilateral oopherectomy on (B)(6)2015). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, abdominal pain lower, dyspareunia, fatigue, weight increased and dysmenorrhoea outcome was unknown and the genital haemorrhage, allergy to metals, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Patient taken leave from job: 1. Date leave began: (B)(6)2011, date leave ended: (B)(6)2011, reason: maternity leave. 2. Date leave began: (B)(6)2011, date leave ended: (B)(6)2011, reason: short term disability for liver tumors- was not able to lift. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: satisfactory placement both coils, full occlusion. Ultrasound pelvis - on an unknown date: the uterus is top normal in size and retroflexed. A 12 rom fibroid is present in the posterior left paramedian uterus near the fundus. 2) there is no adnexal mass or evidence of ovarian torsion. Normal follicles are noted bilaterally. 3) echogenic structures are noted bilaterally consistent with known essure fallopian closure devices. 4) there is increased vascularity between the ovaries and uterine corpus of indeterminate etiology. Ill-defined tissue is suggested in the region of increased vascularity. The possibility of prominent extrauterine vessels or inflammatory disease within portions of the fallopian tubes are diagnostic considerations. Additional clinical correlation advised. 5) there is a small quantity of free fluid in the pelvis.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory placement both coils, full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the fragment of metal coiling in the right cornu is consistent with portion of"), abdominal pain lower ("cramping") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain, anemia, hypertriglyceridemia, helicobacter pylori gastritis, adenoma liver, wisdom teeth removal, breast biopsy, breast lump removal, cholecystectomy, tubal ligation, cesarean section, hepatic amoebiasis and adenoma liver. Previously administered products included for birth control: nuva ring from 2010 to may 2011, ortho tri-cyclen from 2009 to 2010, yaz in 2009, microgastrinae and loestrin fe; for an unreported indication: kenalog from april 2012 to october 2012. Past adverse reactions to the above products included genital haemorrhage with loestrin fe, ortho tri-cyclen and yaz; and pregnancy with nuva ring. Concurrent conditions included overweight, asthma since 2011, hypothyroidism since 2011, irritable bowel syndrome, depression, anxiety, abdominal pain and ovarian cyst. Concomitant products included duloxetine hydrochloride (duloxetine +pharma) from 2014 to 2015, hyoscyamine sulfate from 2014 to 2015, oxycodone from 2011 to 2018 and pantoprazole from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"), 3 months 16 days after insertion of essure. In october 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: hypersensitivity to nickel"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with celecoxib (celexa), duloxetine hydrochloride (cymbula), fluoxetine hydrochloride (prozac), levothyroxine sodium (synthroid), loperamide hydrochloride (imodium), lorazepam, piroxicam (paxil), salbutamol and surgery (hysterectomy and bilateral salpingectomy unilateral oophorectomy on 19/06/2015). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, abdominal pain lower, dyspareunia, fatigue, weight increased and dysmenorrhoea outcome was unknown and the genital haemorrhage, allergy to metals, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Patient taken leave from job: 1. Date leave began: (B)(6) 2011, date leave ended: aug2-011, reason: maternity leave. 2. Date leave began: (B)(6) 2011, date leave ended: (B)(6) 2011, reason: short term disability for liver tumors- was not able to lift. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: satisfactory placement both coils, full occlusion. Ultrasound pelvis - on an unknown date: the uterus is top normal in size and retroflexed. A 12 rom fibroid is present in the posterior left paramedian uterus near the fundus. 2) there is no adnexal mass or evidence of ovarian torsion. Normal follicles are noted bilaterally. 3) echogenic structures are noted bilaterally consistent with known essure fallopian closure devices. 4) there is increased vascularity between the ovaries and uterine corpus of indeterminate etiology. Ill-defined tissue is suggested in the region of increased vascularity. The possibility of prominent extrauterine vessels or inflammatory disease within portions of the fallopian tubes are diagnostic considerations. Additional clinical correlation advised. 5) there is a small quantity of free fluid in the pelvis.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr were received: reporters were added. Patients demographic details were added. Lot number was added. Essure removal date was added. Events: allergy to metal, dysmenorrhea, pelvic pain, vaginal hemorrhage, menorrhagia and device breakage were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Historical drugs and conditions were added. Reporter causality comments were added. Auto-narrative supplement was added. Lab data was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory placement both coils, full occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.